Event description:
It was reported that during a laparoscopic tubal ligation the handle of the device kept sticking and the hand piece was not releasing from the tissue like it should. When grasping the fallopian tube, the handle would not release. There was a "funny" sound "like bones breaking" whenever the device was clamped down. The device was able to be forced open by the surgeon. Another device was used to complete the procedure. There was no pt injury.

Manufacturer narrative:
Final device investigation found that the tip of the shaft was slightly bent and the blade was misaligned. Upon testing, it was found that jaw of the device could not be opened. As all devices are visually and functionally tested, including actuation of the jaw, prior to being released, no conclusion could be drawn as to what might have caused the reported event.